Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak of the distal main body, sac growth of 34.5mm and crown separation (stent fracture) of the proximal extension is consistent with the reported adverse event/incident. The reported left renal artery stenosis was determined to be non device related. The most likely causation for the type 3b endoleak and sac growth are device related due to the use of strata material. The cause of the crown separation could not be determined with the medical records available for review. The final patient status was reported to be well following secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). The patient did not return for follow-up last year; however, two years previously the aneurysm was 7 cm in diameter. Approximately nine (9) years post-operative the patient showed up for a routine follow-up and an ultrasound was done which showed the aneurysm had grown to 10 cm in diameter. The patient also has renal stenosis (non-device-related). The patient was brought back the next day and computed tomography (CT) revealed there was a type 3b endoleak in the aortic body and the suprarenal stent portion of the aortic extension had broken away (classified as stent fracture). The original stent graft was relined with another afx2 bifurcated stent graft and two aortic extensions on (B)(6) 2020 to resolve this event. The patient was reported as doing fine post secondary procedure.